Manufacturer narrative:
This report is filed january 25, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently a loss of osseointegration (date note reported) resulting in fixture loss.